Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history appears inconsistent due to changing dates. There was no data in the black box available for review due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
It was reported that on (B)(6) 2011, the patient obtained a blood glucose reading of 600 mg/dl. The patient corrected her blood glucose levels using the pump, and obtained a subsequent reading of 31 mg/dl. Emergency services were contacted and the patient was transported to the emergency room. The technical service representative attempted to contact the patient several times to obtain and verify information; however, has been unable to reach her by telephone. No information was provided about the pump, the patient's technique, symptoms or treatment. The patient allegedly suffered blood glucose levels indicative of severe injury and received emergency medical attention while using the pump. Therefore, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.